Event description:
It is reported that the tip hex socket of a torque wrench broke off in a connector when final tightening. No adverse consequences to the patient is reported.

Event description:
It is reported that the tip hex socket of a torque wrench broke off in a connector when final tightening. No adverse consequences to the patient is reported.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The device was inspected and confirmed to have a fractured tip. The fractured piece was not returned, as not all pieces retrieved, small piece was stuck in the connector. It was also reported that the tip was fully inserted into the connector and the torque wrench was used line to line. A manufacturing review found no relevant manufacturing issues were identified as all units met specifications. The device was over 3 years old and the total usage of the device is unknown. The IFU states that "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." The root cause is likely wear of the instrument due to its extended use along with possible over-torqueing and/or improper seating during final tightening contributing to the event.